Event description:
Boston scientific received information that threshold measurements for this left ventricular lead increased. This lead was found to have dislodged. This lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead will not be returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.